Event description:
The initial reporter received questionable potassium electrode, ise indirect na-k-cl for gen.2 results, and another assay's result from one patient sample tested on the cobas 6000 c (501) module. The reporter was able to provide the following examples of discrepant results: the initial k result from the module was 3.75 mmol/l (it is unclear if this result had an invalidating data flag). The repeat result from a cobas 4000 c 311 module was 4.47 mmol/l. The initial cl result from the module was 116.9 mmol/l. The repeat result from a cobas 4000 c 311 module was 101.9 mmol/l. The initial result was not reported outside the laboratory. The na assay result was accompanied by an invalidating data flag, prompting the rerun of the patient sample. The repeat result was deemed correct.

Manufacturer narrative:
The ise indirect na-k-cl for gen.2 electrode serial number is (B)(6). The potassium electrode serial number is (B)(6). The expiration dates were requested but not provided. The investigation included a review of the customer's calibration, qcs, and alarm trace data: the calibration and qc results were within the specified ranges. The alarm trace had an abnormal probe sucking alarm. The field service engineer (fse) inspected the module and determined that a hole in the vacuum tube for the rinse mech nozzle had caused the event. He replaced this part and performed successful precision checks. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.